Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-23757. It was reported the patient is unable to feel stimulation in her lower extremities due to a recent falls. The patient only feels stimulation in her left flank area. Reprogramming was unable to resolve the issue. X-rays are to be taken as the next course of action.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.